Manufacturer narrative:
(B) (4). The device is expected to be returned for eval. It has not yet been received.

Event description:
Device issue: difficult to deploy - thumb advancer, difficult to remove, bent - locator wings. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, although resistance was met, thumb advancer deployment was completed. After clip deployment, resistance was felt during device removal. During removal, a dilator was inserted into the access ports unlocking the thumb advancer and clip delivery tubeset enabling them to be retracted proximally, which released the device from the tissue tract. After device removal, bleeding continued. Manual compression was applied to achieve hemostasis. When the device was removed, the locator wings appeared bent. There were no reported adverse pt effects. Though requested, no additional info was provided.